Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient woke up feeling ill and was vomiting. Her cgm showed 60 mg/dl, and she was unable to eat due to continuous vomiting. No fingerstick test was performed at that time to confirm her bg level. The sensor then failed, and while replacing it, her husband checked her bg via fingerstick, which showed 400 mg/dl. The cgm was still in warm-up. She called 911, and when emergency medical services (ems) arrived, her bg via fingerstick was 400 mg/dl. At that point, the cgm had completed warm-up and was also reading 400 mg/dl. She was given IV fluids and transported to the hospital. In the emergency room (ER), her bg was checked via bloodwork and was 700 mg/dl, while the cgm displayed high. She was started on an insulin drip for 24 hours. Her glucose levels decreased, but she did not recall the exact value. She also received insulin injections and remained hospitalized for 2 days. Upon discharge, her bg was 200 mg/dl, and her cgm was reading slightly higher, though she could not recall the exact number. She reported feeling fine at the time of the interaction. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When ema came, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.